Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s touchscreen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s touchscreen was frozen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not able to be reproduced. The evaluation as mentioned in the service manual failed. The evaluation of the batteries and valves are in good condition cabinet and other parts are in good condition.